Event description:
This is a report from a peritoneal dialysis nurse (pdn) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were reported to be ongoing. During a follow up call by baxter product surveillance on a separate issue, the pdn reported the home patient (hp) has had peritonitis caused by use error in the past (details and number of occurrences unspecified). The pdn stated that she knows of at least one occurrence when the hp traveled to (B)(6) and during the trip performed (pd) exchanges in the car and subsequently acquired peritonitis. The date of the occurrence is unknown. Treatment and concomitant therapies were not reported. The pdn stated no details are available. The pdn stated that the cause of the peritonitis was non-compliance/use error and not related to a baxter device or solution. The pdn declined further information stating that further detail is unknown.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.